Event description:
It was reported the customer had a no delivery alarm on their insulin pump. Customer also tasted their infusion set could be properly inserted into their body. Customer stated they had a needle anomaly. The customer's blood glucose was 140 mg/dl. Customer stated their no delivery alarm was resolved by a complete set change. The customer's infusion set will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.